Event description:
Pt presented 2004 with signs of an infection of the device pocket. These includes redness, drainage, and pain. Cultures of the device pocket were obtained. Pseudomona aeruginosa with the organism culture. The pt does not have meninigitis. The pt was treated with both IV and oral antibiotics and total device system explant. Date unk. The device was not returned to the manufacturer for analysis. Hcp reported pt's infection is resolved.